Event description:
The facility stated that the surgeon implanted a aa4203tl toric silicone lens. A posterior capsular tear was noted and the lens was removed in pieces without enlarging the incision. A vitrectomy was performed. The faility stated that the lens was the cause of the capsular tear. The injector model that was used was a indigo-p. The facility was unable to provide the cartridge model or the injector and cartridge lot numbers.